Manufacturer narrative:
Findings: cracked lcd window noted. Cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the screen is cracked on the display screen. The customer was laying on the ground working on something and went to check his blood after and he saw that it had a cracked. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.